Manufacturer narrative:
The glidescope bflex 5.0 bronchoscope was returned to verathon for evaluation. A verathon technical service representative evaluated the returned bflex 5.0 bronchoscope and confirmed the missing plastic from the bronchoscope's flexible tube. The camera image quality test was performed and failed. On completion of evaluation, the glidescope bflex 5.0 bronchoscope was sent to verathon medical (B)(4) for further analysis. A supplemental report will be submitted in accordance with 21 cfr 803.56 if additional information becomes available. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope bflex 5.0 bronchoscope, the plastic covering on the bronchoscope's camera housing was ripped off and left in the endotracheal tube. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.